Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08735 inches. No unexpected pump error 130 alarm noted during the testing. Successfully downloaded history files and traces using thump. Pump error 130 alarm was recorded and found in the formatted history file on: 12/29/2023 11:04:06.000, 12/30/2023 13:08:04.000, 12/30/2023 13:19:18.000 12/30/2023 16:13:03.000, 12/30/2023 16:23:03.000 12/30/2023 18:43:03.000, 12/30/2023 18:49:03.000, 12/30/2023 18:59:03.000 12/30/2023 19:02:00.000, 12/30/2023 19:08:04.000, 12/30/2023 19:12:05.000, 12/30/2023 19:12:48.000 12/30/2023 19:14:05.000, 12/30/2023 19:17:04.000 no pump error 37, 38, 39, 41, 42, 43, 79, 80 and 82 alarm recorded in the formatted history file on the event date. The pump was cut open to perform visual inspection and found corrosion on the motor home switch. Corrosion was also found on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor and vibrator assembly noted. Pump error 130 alarm was confirmed according in the formatted history file download due to corrosion on the motor home switch. Please see below for pump errors/alarms noted 2 days prior to the event date 30-dec-2023 in the formatted history file. Insert battery alarm was recorded and found in the formatted history file on: 12/30/2023 19:19:06.000 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. Pump error 130 alarm was confirmed according in the formatted history file download due to corrosion on the motor home switch. During visual inspection, corrosion was also found on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer noted a this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement (pump error 130). No harm requiring medical intervention was reported. Troubleshooting was performed customer was able to clear the alarm and also customer is able to complete pump rewind. It is unknown whether the customer will continue or discontinue to use the device and the insulin pump will not be returned for failure analysis.